Manufacturer narrative:
Journal article title: the wallstent: long-term follow-up of metal stent placement for the treatment of benign ureteroileal anastomotic strictures after bricker urinary diversion thijs campschroer, m.t.w. Tycho lock, rob t.h. Lo and j.l.h. Ruud bosch campschroer, t., et al. (2014). "The wallstent: long-term follow-up of metal stent placement for the treatment of benign ureteroileal anastomotic strictures after bricker urinary diversion." Bju int 114(6): 910-915.

Event description:
For patients treated since 1989 for benign ureteroileal strictures after bricker urinary diversion with end-to-side anastomosis, data was collected retrospectively on clinical history, stent placement, auxiliary measures and patency rates from a prospectively kept database. Forty nine patients underwent 56 metal stent procedures between 1989 and july 2013. Placement of the stent was possible in all patients. It is reported that non medtronic stents and protege stents were used during the study. It is reported that no major complications occurred. Minor complications included transient febrile temperature indicative of a uti for which IV antibiotics were given. Obstruction recurred in 30 patients. The mean interval between stent placement and diagnosis of recurrent stricture and/or stent obstruction was 21.4 months. In 11 patients, a secondary obstruction due to encrustation, stone formation in the stent or migration of the stent was successfully treated. The secondary patency rate was 60.7% at last follow-up (34/56 stents), mean follow-up 55.8 months. Laser vaporisation was the most used technique to reopen the lumen of the stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.